Event description:
An open craniotomy for a cranial biopsy to retrieve tumor tissue samples was planned to be performed with the aid of the brainlab cranial navigation system. The tumor was located in the left fronto-temporal area of the brain in a depth of about 3.5cm, with an approximate diameter of 1cm. During the procedure, the surgeon: performed a craniotomy and took a biopsy sample of tissue in the brain localized with the aid of navigation, expecting the sample to be tumor tissue. Determined during the same surgery that the tissue sample taken was not the desired tissue. Continued the surgery until tissue recognized as tumor was reached and obtained the desired biopsy samples. Several days after the surgery, the hospital performed a post-operative MRI scan of this pt. According to the hospital: the sample taken that was not the desired tumor tissue was approx 2-3cm away from the intended target (tumor), as determined with the post-operative MRI scan. There have been no negative clinical effects for this specific pt due to this issue.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since tissue was resected in another region of the brain than intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device, the brainlab device works as intended. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. According to the hospital, there have been no negative clinical effects for this specific pt due to this issue. The most probable root cause for the variance between actual pt (target) anatomy and virtual display of the navigation is a combination of the following factors for this specific case/surgery: the reference array position probably changed between the registration of the pt for navigation and the actual biopsy due to insufficient fixation by the user. The software might have not found a match to the pt's (target) anatomy that was as accurate as desired for this specific pt/surgery, since the hospital's MRI scan used for navigation contained artefacts and shifted pt skin. Additionally, the points on the pt's skin the user acquired for pt registration to that MRI scan for navigation were not optimally distributed. Apparently, the user did not detect the variance during the according necessary accuracy verification of and with the brainlab navigation. There is no indication of a systematic error or malfunction of the brainlab device, the brainlab device works as intended. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.